Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, with a fault ID of 0x2071. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) arranged for the pump to be replaced, as the customer had experienced this malfunction multiple times. The customer was advised on how to store and return the faulty pump and was informed about receiving a replacement with updated software. Cts provided instructions for programming the settings and connecting the continuous glucose monitor (cgm) to the new pump. The replacement was sent with a requirement for a signature upon delivery, and arrangements were made for the return of the malfunctioning pump utilizing a pre-paid label.